Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that after the patient's programming session, when he got home and opened his controller his programs intensities where inaccurate. Group b and c programs that we had assigned amplitudes where at 0. Then next time he checked the program his settings were there but at different levels, the again when to 0. There were no know factors related to this. No diagnostic or troubleshooting performed, this happened after our reprogramming section an I just heard about it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The rep reported that the issue was resolved. The rep identified that the adaptive stimulation was on, but not reset for all groups and was confusing with the amplitudes. The rep was able to turn adaptive stimulation off and reset the settings.